Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center touch panel blacked out after booting, when turning on the machine, the screen was coming up with olympus but after that the display blacked out. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was turned to olympus for physical evaluation and the customer's reportable malfunction of "no image" was confirmed. Additionally, the touch panel had blacked out. Based on the results of the investigation, it is likely that both the no image and touch panel black events were the result of a defective printed circuit board. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.